Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cassette was leaking during a procedure. After the procedure was completed, the system was switched out to let it dry. There was no known harm to the patient or to the surgery staff. The customer indicated the product sample is available. Additional information has been requested but none has been received to date.

Manufacturer narrative:
The lot complaint history was reviewed. This was the first complaint for the finish goods lot and the first for this issue. The device history record showed the product was released per specifications. The used returned sample was visually inspected; there were no obvious defects and the elastomers on the cassette were in place. The drain bag was not returned. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A system console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The sample could prime and tune successfully. No message code appeared on the screen. Fluid flowed without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. (B)(4).